Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -5.0/0.5/111 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found the haptics torn/broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).